Manufacturer narrative:
On 24 october 2017 hpf added the following information to the previously reported analysis: we analyzed the piece and performed dimensional and hardness tests and no anomalies have emerged. The values collected are compliant to the drawing specifications. Conclusion: to the fact that we didn't find any anomaly, we suppose that the rupture could be caused by a drill flexion during the use which led to the drill breakage.

Manufacturer narrative:
On 01 september 2017, hpf (the manufacturer of the item involved in the complaint) provided a document review reporting as follows: batch released on date: 19/10/2016 n. Of pieces released: (B)(4) there aren't non conformity elements in the document review. All the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. No other complaint received for this batch. We have already received complaints for this code but not for this batch. Analyzing the picture, the drill got broken. Conclusion: we suppose that the rupture could be caused by a drill flexion during the use which led to the drill breakage. On 07 september 2017 the medacta r&d project manager inspected the retrieved instrument and commented as follows: the bayonet drill was broken, the cause of the breaking might be an excess of flexion during its use.

Event description:
During surgery the flexible bayonet drill broke. The surgeon had completed using the drill bit. No additional instrumentation was used. No delay in surgery. No fragments fell into the patient. The surgery was completed successfully. Instrumentation is available.